Event description:
In 2009, the patient reported that her infusion device does not list all boluses in the bolus history. She stated that she watches the bolus deliver after it is programmed. Her blood glucose has ranged from 99-362 mg/dl over the past 2 days. Her target blood glucose range is 90-140 mg/dl. The battery has been in use for one month. The patient was assisted with switching to her backup infusion device. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.